Manufacturer narrative:
A ge rep evaluated the system and reformatted the cine drive and reloaded software. The system operates as intended.

Event description:
It was reported that the cine functions would not operate. No pt injury was reported.